Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The samples were requested for further investigation.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit for two patients. Interference was suspected. Patient (B)(6): the clinical expectation was for the troponin t value to be <14 ng/l. On (B)(6) 2025, the result was 348 ng/l. On (B)(6) 2025, the result was 365 ng/l. On (B)(6) 2025, the result was 327 ng/l. Patient (B)(6): the clinical expectation was for the troponin t value to be approximately 20 ng/l. On (B)(6) 2025, the troponin I result by siemens method was 220 ng/l. On (B)(6) 2025, the troponin t result was 17 ng/l. On (B)(6) 2025, the troponin I result by abbott method was 195.8 pg/ml.

Manufacturer narrative:
Sample material from each patient was received for investigation. Patient 1: the elevated results reported by the customer could not be reproduced. The testing did not confirm the presence of an interfering factor of the heterophilic antibodies or the presence of interference leading to bead aggregation. The elevated tnt results are in concordance with the values measured for troponin I, pro bnp, and ck-mb (elecsys). As no further sample material was available, the investigation was not able to determine a specific root cause. Patient 2: the elevated results reported by the customer were reproduced. The results of size exclusion chromatography (sec) suggested a matrix effect or igm interference. Using heterophile blocking tube (hbt) treatment, the presence of a heterophilic interference factor could be confirmed. Per product labeling: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. No product problem was found.